Event description:
Customer reported receiving erratic readings on her omnipod insulin pump while using adc test strips involved in the recent recall. Customer further reported that on may 4, 2014 before breakfast she tested and received a reading of 320 mg/dl at 10:15 am. After eating she tested again and received a reading of 325 mg/dl at 10:24 am. Customer self-treated, but noted she "took too much insulin" and at approximately 12:00 pm she experienced a headache. No additional treatment was undertaken. Customer also provided the following readings: 205 mg/dl at 11:21 am, 94 mg/dl at 12:30 pm, 80 mg/dl at 3:28 pm and 71 mg/dl at 6:49 pm. There is no indication, based upon the information provided, an adc device contributed to a serious medical event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.